Manufacturer narrative:
Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. Although the guides have not been returned for evaluation, a supplier review of planning and procedures utilized to manufacture the guides is in process. A follow up medwatch will be submitted to the FDA once the review is complete.

Manufacturer narrative:
Supplier's evaluation of event was limited to the review of planning and procedures as the device has not been returned for evaluation. Guides were found to meet specification and were manufactured according to the surgeon's preferences and the surgeon approved the plan.

Event description:
It was reported that patient underwent total knee arthroplasty utilizing signature knee guides on (B)(6) 2012. During the procedure, the tibial and femoral resection had to be repeated as more was resected than mentioned in the surgical plan. In addition, the tibial rotation was not aligned. A 10mm insert was implanted and the procedure was completed.

Manufacturer narrative:
This follow-up report is being sent to relay that the guides were received on (B)(6), 2012, and were evaluated by the suppler. Supplier has completed a review of the image quality, segmentation, planning, and guide design for this case. No issues were noted with the guide and the reported incident could not be recreated.